Event description:
It was reported to boston scientific corp that a gemini stone retrieval paired wire/helical basket was used during an unk procedure on (B) (6) 2009. According to the complainant, during the procedure, the retrieval basket was positioned down to the distal portion of the pt's ureter after capturing a stone. The basket would not progress over the iliac vessels and the basket had to be broken down. The flexible scope was removed and replaced with a rigid ureteroscope. The stone was fragmented into small pieces utilizing a laser fiber. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed off and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause of this event. If there is any further relevant info received, a supplemental medwatch will be filed. (B) (4).